Manufacturer narrative:
Additional narrative: date of event is an unknown date in (B)(6) 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the t-pal spacer 10mm x 28mm 10mm height was shifted and had migrated from a fully seated position at the bone. No other anomalies were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the t-pal spacer 10mm x 28mm 10mm height. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. A possible root cause could be associated to patient falls as it was reported. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent revision surgery on (B)(6) 2022, due to a dislodged tlif (transforaminal lumbar interbody fusion) spacer. Patient experienced multiple falls following initial surgery on (B)(6) 2022. This report is for a t-pal spacer 10mm x 28mm 10mm height. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the t-pal spacer 10mm x 28mm 10mm height was scratched. No other product defects were found. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. A functional test was not performed as the device was returned by it self. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the t-pal spacer 10mm x 28mm 10mm height would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. H4 device history: part number: 08.812.010. Lot number: 138p247. Manufacturing site: haegendorf. Release to warehouse date: 06 july 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.